Event description:
It was reported that during a coronary artery bypass graft procedure, the heartstring seal started to unravel. No add'l info was reported. According to the report no pt complications occurred.